Manufacturer narrative:
Section g3: there was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the power module backup battery was not charging anymore. The power module produced a continuous alarm. The power module would be replaced.

Manufacturer narrative:
Section d4: primary UDI corrected section d4: expiration date was inadvertently added to the initial report, the device does not have an expiration date. Manufacturer's investigation conclusion: the reported event of the power module backup battery not charging and a continuous alarm on the power module was confirmed via evaluation of the returned power module. The heartmate power module, serial number (B)(6), was visually inspected at the european distribution center (edc) on 19nov2024 and the 12v backup battery was observed to have an expiration date of 31may2024. The backup battery was therefore expired at the time of the reported event on 04nov2024. The power module was connected to ac power and booted up as intended. During charging of the backup battery, the red battery alarm activated due to the backup battery being expired. The power module was not repaired and forwarded to the product performance engineering (ppe) department for further evaluation. The red battery alarm was confirmed during charging of the backup battery. The root cause for the power module backup battery not charging and a continuous alarm activating on the power module were determined to be due to user error of using an expired backup battery. The heartmate 3 instruction for use (rev. A) was available for use at the time of the event. Section 8, entitled ¿equipment storage and care¿, provides instruction on how to care for and clean the power module. The heartmate 3 instructions for use, section 10, entitled ¿safety checklist¿, instructs users to perform routine maintenance of the power module. The heartmate 3 patient handbook (rev. D) which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.